Event description:
The customer contact reported loss of suction. It was reported that during testing of the device after suction had been applied for 24 hours, a crack was noted in the liner lid; subsequently, loss of suction was noted. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. (B) (4). The info on reprocessing of the device was requested; however, no response has been received. (B) (4). (B) (4).